Manufacturer narrative:
The report of ¿no ipg communication¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate). The ipg and cp were paired through the bonding process. The serial number appeared in the list with a green unlock symbol. A bonding code/passkey was displayed, was entered, and normal pairing was observed. The ipg logs were extracted to confirm the normal bonding sequence. No issues were observed.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the problem. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: e1 - "reporter city": spelling of city which had been entered in earlier report has been corrected.

Event description:
Additional information was received that surgery occurred to address the issue. During the surgery, the ipg was found to be twisted, external device could not communicate with ipg, and troubleshooting did not resolve the issue. The ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.